Manufacturer narrative:
The investigation has been completed for the reported issue of optical signal issue. The device was not received for evaluation. The root cause of the optical signal issue was unable to be determined since product was not returned, data logs were not returned and insufficient clinical information provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. Shortly after starting the impella, the positioning waveform disappeared. There was no bending of the connection cable or unusual insertion method. The decision was made to explant the device. The patient survived the procedure.